Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error codes in memory. The cse replaced the psol valve and the unit passed extended self testing.